Event description:
Spine fixation put in place in 2005. At 4th follow-up visit, approx 6 months later, md noted one broken screw. According to the med, the pt is asymptomatic and there appears to be no problem.